Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor exhibited failure in the front control panel, rendering it non-functional and preventing the loading of the liquid chemical germicide (lcg). The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Although the device was not returned to olympus for inspection, an olympus field service engineer (fse) was dispatched to the customer site. Based on the results of the investigation the reported malfunction was confirmed however, the cause was not established. Olympus will continue to monitor field performance for this device.